Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their heart rate had dropped from the normal rate of 70 beats per minute to 60 beats per minute, and they passed out. Information from the clinic indicates the patient has not been seen in two years. The device is still in use. No further patient complications have been reported as a result of this event.